Event description:
On (B)(6) 2022 information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (30 mg/ml, 18 mg/day) via an implantable pump. It was reported that at an eri pump replacement, there was no cerebrospinal fluid (csf) from the side-port. A kink in the catheter was noted 0.5 cm distal to the 8578 connector and some leaking of csf was noted. This may have happened as the pump was removed from the pocket. The patient had no symptoms prior to the surgery. A new 8579 was connected and csf could be aspirated through the side-port. The issue was resolved at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n284482003, implanted: (B)(6) 2011, explanted: (B)(6) 2022, product type: catheter, product ID: 8578, lot#: hg052tf10, implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.